Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report; a follow-up report will be sent when analysis is completed.

Event description:
It was reported that during a pump refill, healthcare provider (hcp) got residual volume of 37ml when the expected amount was 14ml. Hcp was unable to withdraw from side port and performed rotor study which showed pump was functioning. Patient had experienced poor pain relief. The catheter was replaced. During surgery when the distal portion of the catheter was removed, the surgeon attempted to flush catheter but could not; the distal tip of catheter appeared to be plugged/occluded. Patient recovered without sequela. Drug delivered via the device was dilaudid 10mg/ml at a daily dose of 2.25mg.

Manufacturer narrative:
Analysis of the catheter revealed an indent down in the sutureless connector seal along with occlusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.